Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5c1367s) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5c1282s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic right hemicolectomy for digestive tract reconstruction, the staples did not form a perfect b-shape and the proximal staple line was incomplete. After firing two reloads, the handle was replaced, and the issue did not recur. An additional suturing was required to fix the staple line.

Event description:
It was reported that during the laparoscopic right hemicolectomy for digestive tract reconstruction, the staples did not form a perfect b-shape and the proximal staple line was incomplete. After firing two reloads, the handle was replaced, and the issue did not recur. An additional suturing was required to fix the staple line. Medtronic's initial evaluation of the incident device found that there are sheared teeth on the firing rack.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3cm cut line. It was reported that during the laparoscopic right hemicolectomy for digestive tract reconstruction, the staples did not form a perfect b-shape and the proximal staple line was incomplete. After firing two reloads, the handle was replaced, and the issue did not recur. An additional suturing was required to fix the staple line. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.